Manufacturer narrative:
Correction: in follow-up report #1, block h5 labeled for single use? Was incorrectly answered no. The correct response is yes. On 24-dec-2021, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4) - h5 labeled for single use?: correct response is yes.

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information about the event: - an updated event date of (B)(6) 2021 was reported. - the device was reported to be a mentor sal siltex rnd mlv 375cc saline breast prosthesis, catalog #354-2860m, lot #73998. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left breast prosthesis deflation, bilateral breast ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation procedure with unspecified mentor smooth saline breast prostheses when the left breast prosthesis deflated post implantation. A mammogram showed left breast prosthesis deflation. Additionally, the patient was diagnosed with bilateral breast ptosis by a healthcare professional. As a result, the patient underwent bilateral explantation and replacement with mentor smooth round moderate plus profile 350cc saline breast prostheses on (B)(6) 2021. The removed breast prostheses were discarded after explant surgery. This medwatch report is for the patient¿s left breast prosthesis.